Manufacturer narrative:
The lift has been investigated by an hillrom technician and pictures of the broken plastic quick release has been investigated by engineers at the manufacturing site. The red plastic quick release is used only as a guide to see if the hook is positioned correctly, not to take any load of the patient. If it breaks during a lift, it is an indication that the hook is positioned in an incorrect way. In the user manual for the universal slingbars (7en160185 rev. 4) it is stated under care and maintenance it is stated: "for safe and trouble-free operation, a few routine procedures should be performed every day, before the sling bar is in use: when using a quick-release hook system, check that the quick-release hook is correctly fastened to the lift and the sling bar before lifting, check that the lifting accessory hangs vertically and can move freely" the customer has been informed that they need to replace the sling bar with the quick release hook and that they need to inspect the device on a regular basis. Based on this, no further action is required.

Event description:
Hillrom received a report stating that the customer alleged that when trying to look at the weight while patient hang freely, the red plastic of the quick release hook was broken and the patient fell on the floor, patient got frightened but got away with a few scrapes. The lift is located at the account. There was no serious patient/user injury reported. This report was filed in our complaint system as (B)(4).